Event description:
The physician reported that the patient's device has been re-interrogated since the event, and "everything is working okay." No device issues are suspected. The device is not at end of service. The physician previously believed that perhaps the device was at end of service due to length of implant. From the information attained, it appears that the failure to program event was related to the 9v battery in the wand needing to be replaced. Once replaced, the programming system was functioning properly. The patient is clinically stable and doing well.

Event description:
It was reported that the physician was unable to interrogate two patient's generators. The report on the other patient is captured in mfg report number: 1644487-2012-03219. The physician reported that the patient was seen on (B)(6) 2012 and is seen every six months. He indicated that he is "not concerned" with the inability to interrogate the generator because she has been implanted for six years and has received good efficacy. The patient is reportedly stable. He indicated it may be related to a dead battery, but it was unclear. The physician's programing wand would reportedly not program on. The company representative attended the patient's appointment on (B)(6) 2012 with the physician. Representative found that the 9v battery in the physician's programming wand was dead. After replacement with a new 9v battery, the physician's programming system was able to successfully interrogate. It appears that the failure to interrogate the device may likely be related to the 9v battery needing to be replaced in the programming wand. However, attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Review of the generator manufacturing history records performed. Review of the generator manufacturing history records confirmed all quality tests were passed prior to distribution.